Event description:
It was reported that a spectrum pump failed volume test three times. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6. H11: the device was received for evaluation. During functional testing, 'the pump has failed the volume test three times on different sets all 18.6-18.9' was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review of the history log revealed an ¿upstream occlusion!¿ alarm and it cannot be determined if the line was assessed for or cleared of an upstream occlusion through the history log. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No component could be determined for causality. Should additional relevant information become available, a supplemental report will be submitted.